Event description:
It was reported that the wake button was sticking resulting in a blood glucose (bg) level of "high." Customer administered a correction bolus via the pump to successfully resolved the bg. At the time of the call, the wake button issue was resolved so no troubleshooting was performed.